Event description:
A customer contacted beckman coulter (bec) stating that two (2) of the hinge plate welds on the customer's au2700 clinical chemistry analyzer with ionized selective electrode (ise) broke, which allowed the instrument's cover to fall onto the top of the instrument. The lid was still connected to the instrument with one of the three hinges. There were no operators in the proximity of the instrument when the hood fell and there were no reports of injuries.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse installed new hinge plates on the instrument and returned the instrument to the laboratory's specifications. No further reports of this event have been received. (B)(4).